Manufacturer narrative:
The complaint for malposition valve embolizes into ventricle was confirmed with objective evidence via imaging evaluation. No manufacturing non-conformities were identified from the imaging evaluation. Potential contributing factors to these findings include procedural related issues such as lack of leaflet capture (anchors from 7-12 o'clock, at least 4 anchors); patient related issues like rv lead with posterior leaflet impingement and severe tethering of the posterior and septal leaflets; and imaging issues where the lateral leaflet is not well visualized. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, post deployment the valve embolized into the ventricle and post procedure (on an unknown date), the device was explanted. Edwards received notification of an evoque valve in tricuspid position where the patient's native valve presented with thickened leaflets. Additionally, patient had a pacemaker lead with poor slack over posterior leaflet which restricted posterior leaflet movement. The tricuspid regurgitation (tr) was pacing lead induced and according to the physician, the lead was adhered to the annulus. During ventricular expansion it was realized that the anchor directly on the lead was pinned and the anchor next to it was pinned as well and an attempt was made to correct it. Physician went deeper to try to unpin the leaflet (lower lateral and posterior). The evoque valve was deployed according to the standard procedure steps and was expanded evenly. After deployment, a significant tilting of the valve posterolateral was observed. There was paravalvular leak (pvl) and the total tricuspid regurgitation (tr) remained unchanged. As reported, a contributing factor could have been communication with the echo physician. It was difficult to see the posterior lateral hinge point, due to shadowing. Imaging was reassessed in myocardial perfusion reserve (mpr) and everything looked fine. Echo physician did not want to re-evaluate in transgastric as he was confident everything was captured and leaflet engagement was confirmed. Additionally, the physician reported the lead could potentially be dislodging the valve. After the procedure, patient's outcome was stable condition with close monitoring. On post-operative day 7, the site confirmed the patient had a surgical intervention to explant the evoque valve.